Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 12mmx70mm lot# 73d2100390 investigation did not show issues related to the complaint.

Event description:
The balloon got broken when the user inserted the trocar and inflated the balloon. Therefore, the device was replaced with a new one to complete the surgery.